Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other additional cds0502 referenced in b5 are being filed under separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This is being filed to report the inability to remove the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. During preparation, the clip (lot 81206u191) became caught on the clip introducer and the introducer broke. The clip delivery system (cds) was removed and not used. Two additional clips were implanted with no issue. A new cds (lot 81206u156) was advanced and placed at the mitral valve; however the gripper line was unable to be removed. The clip was opened and retracted to the left atrium (la) and the gripper line was checked again; however was still unable to move. The cds was removed and the procedure completed at this time with the mr reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. All available information was investigated and the reported inability to remove the gripper line was confirmed via returned device analysis. Additionally, analysis observed that the griper line was caught on the frictional elements (fe) and deformation due to compressive stress on gripper line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported inability to remove the gripper line and observed deformation due to compressive stress on gripper line appear to be related to the observed griper line caught on the fe; however, a cause for this interaction could not be definitively determined. There is no indication of product quality issue with respect to manufacture, design or labeling.